Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to duplicate the reported problem; however, the event history log was able to confirm the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump stopped during the infusion, resulting in the patient's hospitalization.